Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the images were not displayed due to a charge-coupled device (ccd) failure. The ccd failure was caused by damage to the electronic circuit due to immersion of water from the part of the connector crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that during preparation for use prior to an unknown procedure, they had no image when their hd autoclavable camera head was plugged in. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and the reported problem of no image on the camera head was confirmed, caused by a faulty charge-coupled device (ccd) unit. In addition, a failed pressure leak test, a leaking video connector, and a crack in the video connector were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.